Manufacturer narrative:
Patient information was not provided. Livanova (B)(4) manufactures the s5 double head pump. The incident occurred in (B)(6). This medwatch report is being filed on behalf of livanova (B)(4). A livanova service representative was dispatched to the facility to investigate. The service representative was able to reproduce the reported issue and replaced the faulty touch screen with a new led touch screen. Subsequent testing found no further issues and the unit was returned to service. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Event description:
Livanova (B)(4) received a report that the touch screen of the s5 double head pump became unresponsive during set-up. There was no patient involvement.